Manufacturer narrative:
UDI: (B)(4) lot unknown. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by user facility.

Event description:
Procedure; posterior scoliosis fusion. Whilst inserting the expedium iliac bolt (8x80mm) into the ilium, the surgeon noticed that the screwdriver was slipping slightly in the screw. After the screw was inserted and the screwdriver disengaged, the surgeon noticed that the tip of the screwdriver was not there. It was unclear whether the tip was missing before implanting the screw or had broken off during insertion. An inspection of the wound was conducted and nothing was found. Upon completing the surgery, x-rays were taken and again, no instrument fragments were identified. Surgeon was satisfied that it was unlikely to be in the patient and the damage to the screwdriver tip most likely occurred prior to screw insertion. Delay to procedure 2 minutes. No ae to patient. Patient ID (B)(6). Product discarded = no return to manufacturer unless local engineering assessment indicates return is required.